Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated left essure implant with patent fallopian tube/migration of essure device location: completely out of tube at hsg and then missing/failure to occlude fallopian tube/they could not find the coil"), embedded device ("migration of the essure device / migration of essure device location of device: missing from tube / failure to occlude (close) fallopian tube(s)/ suspects it's intramuscular in myometrium"), genital haemorrhage ("chronic bleeding"), suicidal ideation ("suicidal thoughts"), the first episode of vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia") and the second episode of vaginal haemorrhage ("abnormal bleeding vaginal") in a 34-year-old female patient who had essure (batch no: b26273) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenstrual dysphoric disorder, mood swings and suicidal ideation. Concurrent conditions included endometrial biopsy and hematuria. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), the first episode of vaginal haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), the second episode of vaginal haemorrhage (seriousness criterion medically significant) and premenstrual dysphoric disorder ("psychological or psychiatric problems condition: premenstrual dysmorphic disorder worsened/psychological or psychiatric problems condition:premenstrual dysphoric disorder") and was found to have weight increased ("weight gain /loss specify which one: weight gain"). In july 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and depression ("depression"), 4 months 5 days after insertion of essure. In july 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In 2015, the patient experienced haematuria ("other ijuries or complications -describe: hematuria"). On an unknown date, the patient experienced suicidal ideation (seriousness criterion medically significant), device expulsion ("suspects it's intramuscular in myometrium/ one coil not found"), cystitis ("infection bladder"), vaginal infection ("infection vaginal"), urinary tract infection ("infection urinary tract") and mood swings ("mood swing"). The patient was treated with surgery (ablation, diagnostic laparoscopy with left salpingectomy and underwent a pelvic surgery to try and alliviate the symptoms on (B)(6) 2014). At the time of the report, the fallopian tube perforation had resolved, the embedded device, genital haemorrhage, depression, suicidal ideation, menorrhagia, the last episode of vaginal haemorrhage, device expulsion, cystitis, vaginal infection and urinary tract infection outcome was unknown and the premenstrual dysphoric disorder, mood swings, weight increased and haematuria had not resolved. The reporter considered cystitis, depression, device expulsion, embedded device, fallopian tube perforation, genital haemorrhage, haematuria, menorrhagia, mood swings, premenstrual dysphoric disorder, suicidal ideation, urinary tract infection, vaginal infection, weight increased, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. Amendment: the report was amended on 21-dec-2018 for the following reason: the case: (B)(4) (MFR#: 2951250-2017-06261 was identified as a follow up of this case. Therefore, the case: (B)(4) was deleted from argus database. Reporter's information updated; new reporter added; dob, relevant medical history, drug information and new events were added. No new follow-up information was received from the reporter. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated left essure implant with patent fallopian tube/migration of essure device location: completely out of tube at hsg and then missing/failure to occlude fallopian tube/they could not find the coil"), embedded device ("migration of the essure device / migration of essure device location of device: missing from tube / failure to occlude (close) fallopian tube(s)/ suspects it's intramuscular in myometrium"), genital haemorrhage ("chronic bleeding"), vaginal haemorrhage ("abnormal bleeding vaginal/abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia") and suicidal ideation ("suicidal thoughts") in a 34-year-old female patient who had essure (batch no. B26273) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenstrual dysphoric disorder, mood swings and suicidal ideation. Concurrent conditions included endometrial biopsy and hematuria. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant) and premenstrual dysphoric disorder ("psychological or psychiatric problems condition: premenstrual dysmorphic disorder worsened/psychological or psychiatric problems condition:premenstrual dysphoric disorder") and was found to have weight increased ("weight gain /loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and depression ("depression"), 4 months 5 days after insertion of essure. In (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In 2015, the patient experienced haematuria ("other ijuries or complications -describe: hematuria"). On an unknown date, the patient experienced suicidal ideation (seriousness criterion medically significant), device expulsion ("suspects it's intramuscular in myometrium/ one coil not found"), cystitis ("infection bladder"), vaginal infection ("infection vaginal"), urinary tract infection ("infection urinary tract") and mood swings ("mood swing"). The patient was treated with surgery (ablation, diagnostic laparoscopy with left salpingectomy and underwent a pelvic surgery to try and alliviate the symptoms on (B)(6) 2014). At the time of the report, the fallopian tube perforation had resolved, the embedded device, genital haemorrhage, vaginal haemorrhage, menorrhagia, suicidal ideation, depression, device expulsion, cystitis, vaginal infection and urinary tract infection outcome was unknown and the premenstrual dysphoric disorder, mood swings, weight increased and haematuria had not resolved. The reporter considered cystitis, depression, device expulsion, embedded device, fallopian tube perforation, genital haemorrhage, haematuria, menorrhagia, mood swings, premenstrual dysphoric disorder, suicidal ideation, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-may-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and genital haemorrhage ("chronic bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, 4 months 5 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and depression ("depression"). The patient was treated with surgery (underwent a pelvic surgery to try and alleviate the symptoms on (B)(6) 2014). At the time of the report, the device dislocation, genital haemorrhage and depression outcome was unknown. The reporter considered depression, device dislocation and genital haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.